Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 80 mg/dl. Food was consumed to address bg. Customer alleged tv dinner manufacturer listed the amount of carbohydrates incorrectly and when the value was entered for a bolus delivery, bg lowered. Customer also reported pump carbohydrate setting required adjustment. Recommendation was made for customer to discuss event with a healthcare provider.